Event description:
It was reported that during a thyroid procedure, the generator was giving footswitch errors during the case. The black footswitch cable was changed and the case was finshed with no patient consequence.